Event description:
It was reported that prior to a pacemaker replacement measurements were reviewed and this right ventricular (rv) lead exhibited high thresholds and loss of capture (loc). As a result, the physician decided to surgically abandon the rv lead and successfully implanted a new one. No additional adverse patient effects were reported.